Manufacturer narrative:
The blood tubing set involved was discarded and not available for investigation. Fifteen retained blood tubing samples from the same lot number reported (lot 1000094231) were visually inspected and leak testing performed and no failures or defects were detected.

Event description:
(B)(4).